Event description:
Customer reports having had a seizure after receiving aresult of 164 mg/dl on their freestyle blood glucose monitor, compared to a result of 102mg/dl obtained on their deltec cozmore. Customer was taken to the hospital and was administered an intravenous treatment and given juice to normalize glucose levels. Although it is unknown what customer's glucose was upon arriving at the hospital, based on symptoms and subsequent treatment administered, it can be reasonably concluded that the customer was treated for hypoglycemia.